Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. The insulin pump was not missing the dome label sticker.

Event description:
Customer reported that she had been experiencing elevated blood glucose for the past few days. The blood glucose reading was 261 mg/dl. Customer treated with an insulin pen. She expressed symptoms of dry mouth, thirst, nausea and headache. The dome label sticker was over the drive support cap. She found no air in the tubing and no leaks. She was advised to run a manual prime while disconnected and stated that insulin did exit. She stated that the basal rate and bolus wizard settings were correct. The insulin pump passed the high pressure test. She stated that the cannula was not bent or occluded and that the site was not sore or irritated. She reported that insulin squirted out during the manual prime but did not continue to drip after releasing the act button. There were no alarms for a loose drive support cap. She did not recall if the reservoir was wet prior to connecting. She was unable to describe if there was damage to the drive support cap. Nothing further was reported.